Manufacturer narrative:
Unit received with blank display, problem isolated to pcba1. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the blank display. Unit had cracked battery tube threads, cracked case corner of belt clip rails. The unit p-cap / test reservoir locks in place properly and no anomaly noted. (B)(4).

Event description:
"Information received by medtronic indicated that the retainer ring and insulin pump were cracked. Customer stated the insulin pump had cosmetic damage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis."